Event description:
The customer reported although ablation was performed for 12 minutes, the temperature increased only up to 45 degrees, so additional ablation was given. When 8 minutes passed, however, it was found that the needle and kocher clamp, which was holding the needle, were hot. A 3rd degree burn was noted on the pt's right lower back, where the needle, in contact with the clamp, had been inserted. It is unk what type of treatment, if any, was provided.

Manufacturer narrative:
(B) (4). (B) (4). The return of the incident sample has been requested. To date, it has not been received for evaluation. Additional questions in regard to the incident have been asked. If the sample is received, or if additional info pertinent to the incident is obtained, a follow-up report will be submitted.